Event description:
Country of complaint: (B)(6). Needle detachment

Manufacturer narrative:
Manufacturing site evaluation: samples received: no samples available. There is one previous complaint of this code batch regarding other issue. There are no units in OEM stock. Without any closed and/or defective sample, we cannot carry out a complete investigation. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Corrective/preventive actions: not applicable.